Event description:
Patient developed pain and seroma on left elbow approximately 7 weeks post lateral collateral ligament (lcl) reconstruction with an orthadapt bioimplant. The patient underwent aspiration without resolution; cultures were negative for growth. Two weeks later, exploratory surgery was performed; at that time the lcl and common extensor reconstruction were noted to have re-ruptured, the bioimplant and seroma were debrided and irrigated and the lcl and common extensor were reconstructed using autologous fcr (flexor corpus radialis) tendon graft.

Manufacturer narrative:
The orthadapt bioimplant was used in reconstruction of the left elbow lateral collateral ligament. Orthadapt bioimplants are not indicated for ligament reconstruction or structural replacement/load bearing applications. The case assessment, based on the provided information, could not determine the cause of the event; however, it is likely the use of the orthadapt bioimplant in a load bearing/structural application contributed to the repair failure and reported event. The product was not returned to the manufacturer for evaluation. The product manufacturing lot number was not provided.